Manufacturer narrative:
(B)(4). Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of a colleague infusion pump with a pump failure was neither confirmed nor reproduced. However, after reviewing the event history log, the quality engineer identified that failure code 814:09 was the last failure code that occurred on the pump before it was sent to service. The cause of this failure was determined to be a defective pump head module (phm). The phm was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a pump failure; this condition had the potential to interrupt delivery. This event occurred while performing service in the biomedical lab. There was no report of patient involvement, injury, or medical intervention necessary. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.